Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient was involved in a motor vehicle accident, and afterwards she experienced a shocking sensation at her ipg site. The physician chose to explant and replace the scs system on (B)(6) 2010. The explanted ipg was returned to the manufacturer for evaluation on (B)(6) 2010. No further information is available. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.